Event description:
According to the report, the device displayed excessive artifact while monitoring a patient that made it difficult to read ECG. No adverse effects were reported as a result of the alleged malfunction.